Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm. After troubleshooting, the customer indicated that she would try the pump during her next pumping session. The customer called back later that same day, alleging that the suction was worse and she was now engorged. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she developed an infection, for which she was prescribed an antibiotic. She stated her replacement breast pump was not working any better than the original pump and that she was still having issues with engorgement while pumping. The customer refused consultation by one of medela's clinicians. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that the suction on her pump in style breast pump was low, even on the maximum setting, and it sounded like "it was skipping."

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated 03/07/2018. The device did not pass suction and cycle specifications with the customer's parts and accessories. During the evaluation, it was identified that the customer's membranes were not laying flat on the valves. The device passed suction and cycle specifications with a medela lab kit. Refer to attached pictures and evaluation. The customer's complaint of low suction was confirmed. The issue of membranes not laying flat on the valves was investigated in CAPA (B)(4), which identified an issue with the molding process of the supplier. A corrective was implemented with the supplier to modify the molding process to control the flatness and add a flatness specification to the control plan. [(B)(4)].